Event description:
Reportedly medics responded to a cardiac call, the device was powered on and attached to the patient. Medics then noticed the service light was on, they powered the device off and on several times in an attempt to clear the service light. Medics were unable to clear the service light and back up device was used to continue patient care. No reported adverse affect to patient due to the availablity of back up.